Event description:
Reportedly, valve was not implanted because a number of very small blue fiber was found on it.

Manufacturer narrative:
Evaluation summary: the valve was returned in its original container. The valve is attached to the holder and the retainer. Multiple blue filaments covered most of the surface area of all three leaflets at the inflow. No other inconsistencies detected. Device returned.